Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 4 of 6. The technical service representative (tsr) had the nurse check for leaks and none were found. The sample was discarded and the lot number was unknown. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).